Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reloaded the node software on the monoblock x-ray tube and generator interface (gib) pcb to resolve the issue. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, froze, and locked up during the start up process. No patient serious injury or death was reported related to this event.